Event description:
It was reported from (B)(6) that the small battery drive device has no function. It was reported that the motor of the device blocks and cannot be used. It is unknown if the malfunction occurred during a surgical procedure, or if there was patient or user involvement. It was not reported that there were any delays in the surgical procedure or if a spare device was available for use. The exact date of the event was unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor had seized and was rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.